Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this field representative had five patient's that triggered a lead safety switch due to out of range pacing impedance values. Boston scientific technical services (ts) discussed how to troubleshoot to see if there was an issue with the lead. Additional information was sent to access each patient's individual scenario, however no further information was available. No additional adverse patient effects were reported.